Event description:
The customer reported repeated issues with leaking reservoirs. A small amount of insulin had been leaking past both o-rings. It was confirmed that there was no physical damage to the insulin pump and there were no alarms or pre-filled reservoirs showing signs of leakage. The customer had already been through air bubble troubleshooting and there were no issues identified. The customer's last blood glucose was 7.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).